Event description:
Following a ptca/stent procedure, an angio-seal device was placed and hemostasis was successfully achieved. The tension spring and tamper tube were removed, and the patient was noted to have good distal pulses. Six (6) hours later, the distal pulses were lost. The patient was taken to the operating room for an embolectomy of the right femoral artery. The anchor was found to be located in the artery, with the anchor oriented up-and-down within the artery lumen. The collagen was found to be extraarterial, indicating that the anchor may have caught on a plaque, caused a flow disturbance and induced a clot formation. The thrombosis plus a "small plastic-appearing piece" (anchor) were retrieved in the iliac artery, which were potentially displaced during the initial arterial exploration. The anchor was removed, and the surgery was deemed successful. The return of peripheral pulses was delayed, indicating the possibility of extensive pre-existing disease. The patient was noted to have good distal pulses one hour post-operatively. The patient was discharged from the hospital with no sequelae.